Event description:
During a lar procedure, surgeon placed the instrument on the proximal portion of bowel and fired. When he removed the instrument he noticed the left side of the staple line was incomplete. The cutting sequence was complete to the distal tip of the instrument. The right side (speciment side) staple line was complete. He cut off the incomplete staple line and left the proximal bowel open thereby facilitating the circular stapler anvil positioning to close the case. No pt consequences.